Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the circular stapler was applied correctly, tightly with air test, and with drainage inserted during an open rectosigmoid resection procedure. On the 4th post-operative day, fecal matter emptied via the drainage which indicated an anastomosis leakage. An additional operation, discontinuity surgery by hartmann was performed to correct the issue. The event led to extended patient hospitalization of a total of 40 days.